Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 needles 25g 5/8in had a damaged package that compromised sterility. The following information was provided by the initial reporter: '' packaging of needles not sealed effecting sterility".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 2021-08-20 investigation summary: sixty (60) samples were received by our quality team for evaluation. After visual inspection, twenty-six samples were observed with open seal and fifteen samples were observed with a wrinkled seal inclusive of an open seal. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. An open seal is likely due to gasket damage due to poor forming of the blister pocket causing the assembled needle to be out of the blister pocket at the sealing process. During sealing, the sealing die was not able to fully close resulting in an open seal. Containment was also not performed and recorded by the production technician in the machine history tracking form. A project has been initiated to address this issue. CAPA 3378889 has been initiated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 needles 25g 5/8in had a damaged package that compromised sterility. The following information was provided by the initial reporter: "packaging of needles not sealed effecting sterility".